Manufacturer narrative:
Concomitant product: 250ml b.braun bag ref (B)(4), lot j5s328, exp 12/17 etoposide (vepesid) naci 0.9%; therapy date 06/14/2016. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the tubing was noted to be dripping at a connection point close to the filter of the set while infusing vepesid 22.8mg in 250ml of ns over 1 hour (rate 275ml/h) to a patient. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the IV tubing was leaking and then separated was confirmed. Visual examination revealed that the section of tubing approximately 6¿ below the filter was completely disconnected from the upper portion of the set. Microscopic examination showed the tubing edges to be clean with only faint evidence of bonding solvent having been present at the end of the tubing. Functional testing was not required. The root cause of the separation was determined to be a lack of bonding solvent applied at the tubing-to-tubing connection site during production.